Event description:
It was reported that the atrial lead dislodged years ago and still accurately sensed atrial activity but did not capture at high output. The lead was removed. During implant of the replacement lead there was no capture in 10 locations so the lead was not used and not replaced as a single chamber device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the proximal conductor was stretched, there was blood/body fluid on all conductors (not obstructed), the inner insulation was torn, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and there was blood in/on the helix/lobe mechanism.